Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (architect serial number (B)(6) was inspected, various diagnostic checks of the system and a part replacement (wash zone probe) were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part replacement was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported false positive architect total b-hcg results on two patients. The following results were provided: sid (B)(6) = 48.7 / < 1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive architect total b-hcg results on two patients. The following results were provided: sid (B)(6) = 193.4 / <1.2 miu/ml. Sid (B)(6) = 48.7 / < 1.2 miu/ml . No impact to patient management was reported.